Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient's battery moved and shifted gradually over the past two years because they lost weight. The physician wasn't planning to revise the pocket until the battery was replaced at some point in the future (not scheduled yet). No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii.